Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the device delivered six shocks but the rhythm did not convert. Additionally, a right ventricular lead integrity warning indicated there were high rate non-sustained episodes and the sensing integrity counter was noted. The cause of death was listed as sudden cardiac arrest. A request for additional information was made; however, no information was known.